Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that all electrical testing was within specified parameters. Blood ingress was not observed and there was fibrotic growth on the helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.